Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a cc4204a +20.5 diopter, intraocular lens was difficult to load. The surgeon noted a tear in the lens when he placed it into the patients eye. The lens was removed immediately and replaced with the backup lens, no patient injury was reported. Cause of event is unknown.